Manufacturer narrative:
(B)(4). Catalog: unk, but according to provided information, it is a celect filter. Exact implant date is unk, but according to provided information, the filter was placed in (B)(6) 2013. The investigation is in progress.

Event description:
The patient went to the doctor complaining of back pain. This filter was placed in (B)(6) 2013 at another facility. No records could be found at the physician's office. The physician went in surgically, retrieved all but one filter leg. The one is stuck in the patient's spine. The physician noted this one leg would stay in the patient. The patient had a previous filter placed and removed successfully. The patient is doing fine.